Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was not reported. The patient was hospitalized for four months and was treated with unspecific anti-inflammatory drug (dose, route and frequency were not reported) for treatment. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during hospitalization. No additional information is available.